Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 450mg/dl and a correction bolus was delivered to address the bg level. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was able to deliver the rest of the bolus during the call without any additional occlusion alarms announcing.